Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: silent rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 60-year-old caucasian female patient who underwent a breast augmentation revision with an unknown mentor silicone breast implant experienced right-sided silent rupture post procedure. As a result, patient underwent bilateral replacements as follow: left catalog number 3505504bc, serial number (B)(6), right catalog number 3505504bc, serial number (B)(6) on (B)(6) 2023.

Manufacturer narrative:
Additional information received on (B)(6) 2023 indicated that dare of implantation was on (B)(6) 2006, and the rupture happened due to breast MRI examination. Suspect device identity revealed as: cat: 3507550bc, lot: 5612951. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Suspect device received on june 30 2023. Device evaluation completed on july 04 , 2023: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the gel mod-rnd 550cc breast implant was found to be ruptured and received in two (2) parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.3 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Manufacturer¿s reference number: (B)(4).